Event description:
It was reported that the patient had a loss of therapeutic effect and a loss of bladder control. The caller states they were constantly running water and the patient does not feel stimulation. It was noted when stimulation was increased to feeling it, it becomes painful. The caller indicates there was no known accident or incident related to this complaint. The location of the patient's symptoms were at the perineum. It was reported that the therapy was "not working correctly." It was noted that the patient saw representative at healthcare provider office the (B)(6) 2014. The caller believes the representative tried to reprogram the ins(stimulator), but some of the "channels were not effective." The patient was currently on program 2 because they thought program 2 was supposed to be the "most effective". The caller states when the stimulation was increased enough for the patient to feel it, it hurts. The patient does not feel a "flutter." The understanding of programs 1, 3, and 4 " were questionable at best. Program 1 might be ¿so so". It was noted after seeing healthcare provider and the representative, program 2 had some effect. The caller believes the leads were checked in april. The patient¿s new healthcare provider wonders if it was the ins battery, but spouse said the battery has enough power. The patient states the representative checked the leads and said 3 and 4 were not working, 2 was working some, and 1 was possible. The caller was asked if the patient feels the stimulation in the same location now as when the therapy was effective. The patient came on the phone and reports stimulation was felt in the same spot. The patient states the representative was able to get the stimulation to be felt in the vaginal area that lasted momentarily. It was noted just in healthcare provider office with the representative and then it went back into the groin area. It was noted it was the first time the patient felt it in the vaginal area. Then the patient knew what they were talking about with a 'flutter'. It was noted that the representative was not able to get the stimulation back into the vaginal area. The patient reports they saw healthcare provider five days before reported event date, and the battery was working. It was reported the very next day, in the middle of the night, it stopped completely. It was noted the patient no longer felt stimulation. The patient was constantly running water. The patient have no urge to go to the bathroom and it just constantly runs. It was noted that the patient¿s husband could turn it up for her but it hurt, it can get very painful. It was noted that the patient feel the pain, but it doesn't do any good. It was note that the patient cannot remember any trauma last winter. It was reported that the healthcare provider knew of the stimulation stopping the day after appointment but the healthcare provider told the patient to call the manufacturer. It was reported that the healthcare provider did x-ray of the pelvic area and believes the lead was in the "right muscle." The healthcare provider said 'there's nothing I can do, it failed.' The patient wonders if putting in a new ins or repositioning it will help. The patient asked if there can be something wrong between the ins and where the lead was "attached to the muscle." The patient reports that at the (B)(6) appointment at healthcare provider office, the representative said "3 and 4 were not working, 2 was working a little better, 1 possibly, but don't rely on it." The representative was unable to answer what happened to 1, 3 and 4. The patient was asked again about any trauma or unusual activity. The patient states the only thing different was they have lost a lot of weight and the battery was just under the skin. It was noted that you can see it and if you move it, you can see it. The patient also reports they have a chronic uti (urinary tract infection) infection that put her in the hospital. The patient was on antibiotics. Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va009bl, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va009bl, implanted: (B)(6) 2012, product type: lead. (B)(4).